Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a membrane peel procedure, the laser probe tip would only fit halfway through the trocar. The surgeon was unable to laser close to the retina. The procedure was completed without patient harm.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample revealed some adhesive on the cannula. The 25 gauge illuminated flex curved laser probe was inserted into a 25 gauge trocar and there was some resistance felt, confirming the reported event. Additionally, the sample¿s outer cannula diameter was measured. With an outer diameter min/max values of 0.0200 to 0.0205 inches, the sample¿s outer diameter (od) was measured to be 0.02025 to 0.02090, not meeting specifications. The 25 gauge illuminated flex curved laser probe was manufactured on july 10, 2017. There were 102 paks associated with this lot number. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe tip during manufacturing. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).